Event description:
It was reported to philips that the device showed faults when turning on on a azurion 3 m15. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
A quotation was issued to the customer for further service activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).